Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/12/2016. The fse found that the the sweep flow line tubing was disconnected. The fse replaced the tubing, which repaired the leak and the errors. The repairs were verified by the fse.(B)(6).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The instrument was generating low vacuum errors at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a gown at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.